Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00405819_1644408-2023-00477_ft; 342-10-706 and s808 - infection. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient presented yesterday to the ER with a fever, and they were able to draw 150cc's of fluid from the knee. Today they underwent a washout with exchange of the polyethylene.